Manufacturer narrative:
A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, drawings, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed position. Functional testing determined the handle actuates the basket formation. Visual examination noted one of the basket wires is broken at the top of the wire covering. A review of the device history record found there were no non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have 1 broken basket wire. The wire was broken near the bend where the wire is held by the shrink tubing that holds the proximal end of the basket wires. The ends of the broken wires do not have any melting or discoloration, indicating the break was not due to exposure to a laser. The provided information states the wire broke while attempting to hold a 1 cm stone. It is possible that the size, shape, or location of the stone, user technique, and / or an issue with the wire, caused or contributed to the wire breakage, but there is not enough information to determine a definite conclusion. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the 1cm stone on lower colerc, retrograde intrarenal surgery (rirs), while attempting to hold the stone with the ngage nitinol stone extractor 1 wire is broken as reported no piece of the device remained inside the patient's body. The product did not cause or contribute to the need for additional procedures and there were no adverse effects to the patient due to this occurrence.